Event description:
Pt presented with decrease in vision. Iol, inserted in 1985 by a different physician in another facility, appeared frosted. Iol was removed and replaced. The removed lens appeared clouded with visible pitting.